Event description:
The unit began to overheat, emit smoke, and then started burning...began to catch fire- oral-b rechargeable toothbrush handle. [Device catching fire] case narrative: consumer stated via email that their electric toothbrush unit began to overheat, emit smoke, then started burning and began to catch fire. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.